Event description:
The pt was implanted with a left ventricular device. Approximately 20 months post-implant, the pt received several power cable disconnected alarms even when he was supported by the power module. The system controller was exchanged per the manufacturer's instructions for use, and the pt remains on lvad support with no further issues reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During analysis, movement of the black power lead resulted in pump stoppages and alarms including the power cable disconnect alarm as reported. Upon further investigation, the black power lead was stripped at the connector end, and the brown wire was confirmed to be broken. A review of the device history records showed no deviations from manufacturing or qa specifications. This situation has been addressed through the manufacturer's corrective preventative action system and an urgent medical device correction notice (2916596/2/1001-c) was sent to customers. No further information is available. The manufacturer is closing it's file on this event.